Event description:
The pump was returned for investigation. Investigation revealed a high force sensor calibration reading and contamination under the keypad button contacts. This report is made based on results of investigation completed on 01/09/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/09/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The force sensor calibration was tested and found to be high. A review of the device history indicated a loss of prime warning associated with a low force. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast key contacts. Unrelated to these issues, the keypad cover was peeling off the pump at the ok button. (B)(6).